Manufacturer narrative:
Medtronic has made a good faith effort to obtain details regarding the event, and no information has been received to date. Without the return of the product, a relationship between the device and the explant could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and five months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.